Event description:
It was reported that the locking mechanism of a 3 level ozark plate broke at c7. The patient was revised.

Event description:
It was reported that the locking mechanism of a 3 level ozark plate broke at c7. The patient was revised.

Manufacturer narrative:
A visual inspection was performed on the device and the reported issue was confirmed, whereby it was found that the securing mechanism on one end of the plate is disengaged. Wear is observed on the anterior and posterior sides of the right caudal screw hole. Deformation witness marks are observed on the underside of the securing mechanism which rotates over the screw heads. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. It was initially reported that the locking mechanism broke at the c7 level. It was a 3 level acdf. The x-ray provided confirms the construct was from c4 to c7. Disengaged securing mechanism can be seen just inferior to its intended position on the x-ray. The wear observed on the returned device indicates that the right caudal screw was potentially over angulated during insertion. Screw over angulation can cause the plate to wear from contact with the screw. Deformation witness marks are observed on the underside of the securing mechanism which rotates over the screw heads. These witness marks indicate that the screws were most likely over angulated and/or not fully inserted during securing mechanism locking. The screw is designed to sit below the securing mechanism during locking. Additionally, minor witness marks are observed on the screw heads of 2 of the 8 returned screws. Although it can not be confirmed which screws were located where in the construct, the screw head witness marks support the hypothesis that the caudal securing mechanism most likely contacted the 2 caudal screws during locking. Contact of the securing mechanism with screw head can induce excessive pressure on the securing mechanism which can cause securing mechanism disengagement. Ozark view and guide surgical technique was reviewed: ¿ do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover¿. ¿potential adverse events include, but are not limited to pseudo arthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudo arthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in contraindications, or warnings and precautions; infections possibly requiring removal of devices; palpable components, painful bursa, and/or pressure necrosis; and allergies, and other reactions to device materials which, although infrequent, should be considered, tested for (if appropriate), and ruled out preoperatively.¿ ¿adequately instruct the patient. Postoperative care and the patient¿s ability and willingness to follow instructions are two of the most important aspects of successful healing. The most likely cause of the reported event was determined to be multifactorial: 1) the device was implanted for close to 2 years. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If fusion is not achieved the implants could eventually break. Implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. 2) visual inspection indicates the caudal screws were most likely over angulated. Wear on the plate, deformation on underside of the securing mechanism, and witness marks observed on 2 of the 8 screws indicates screw over angulation during securing mechanism locking. This can induce excessive pressure on the securing mechanism leading to disengagement over time.